Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problems (adjust belt messages, damaged cable, connector won't latch) has been confirmed.  Upon investigation the monitor failed baseline. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages, and also reports having a damaged cable and that the connector won't latch.